Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on friday and high blood glucose event was began on (B)(6) 2018. The customer's blood glucose at he time of incident was more than 400 mg/dl and current blood glucose is 122 mg/dl. The customer treated their high blood glucose with insulin pump, syringe and insulin drip. The customer reported that the drive support cap was normal. Based on customer report customer allege insulin pump was under delivering. The insulin pump will not be returned for analysis.